Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit were performed and failed due to receiver will not turn on. Functional was not performed due to receiver will not turn on. Internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver will not charge. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter telephone number (B)(6).